Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling at the sigmoid during an open gastrostomy procedure, the stapler did not fire. A new stapler was used to complete the procedure. There was no patient injury.